Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving hydromorphone [10.0 mg/ml] at minimum rate mode of a dose of 0.064 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported via event logs examined on (B)(6) 2017 at 09:22 with the last change being on (B)(6) 2017 at 15:18 that the following messages occurred at the indicated dates/times: motor stall occurred: (B)(6) 2017 at 12:21 stopped pump period may exceed tube set: (B)(6) 2017 at 12:21 motor stall recovery occurred: (B)(6) 2017 at 22:48 motor stall occurred: (B)(6) 2017 at 06:05 stopped pump period may exceed tube set: (B)(6) 2017 at 06:05 the estimate elective replacement indicator (eri) in the logs was 19 months. The following information was reported by the manufacturer's representative via a letter from a consumer: the patient was age (B)(6) and was an implanted infusion system pain pump recipient. It was noted that the patient had a pump since (B)(6) 2006 and had the current pump since (B)(6) 2012. The patient had very good pain control with the pump for the last 11 and a half years. The patient started with ¿the small pump¿ but went to the ¿bigger pump¿ when it was replaced in 2012. The patient only had one other problem until now (refer to manufacturer report # 3007566237-2017-05252 for details pertaining to the one other problem). On (B)(6) 2017 at about 5 p.m. The patient had started feeling bad at first, but didn¿t know what was wrong and by midnight knew that they were ¿in withdrawals.¿ it was stated ¿because it was the weekend, what could I do.¿ by saturday the patient was in very bad shape and the patient¿s wife a healthcare professional (hcp) who was on call that weekend. The hcp told the patient¿s wife to take the patient to an emergency facility to have them check the pump and call the hcp to let them know what the pump was doing. It was noted that there was a hospital there but they wouldn¿t touch a pump so the patient¿s wife drove the patient the 90 miles to the emergency facility and it was ¿one of the longest rides¿ in the patient¿s life. There was a person on staff that knew how to operate the clinician programmer but they could not find that person. A nurse found the programmer and took the initiative on their own to read the manual for the programmer enough to check the patient¿s pump. The nurse laid the patient down on a gurney to make the patient more comfortable, which the patient needed. It was stated that the patient was right the pump had stalled so the nurse called the patient¿s hcp to let them know what they found. The hcp gave the nurse instructions on what they wanted done and wanted the patient to get into their office as soon as possible. The hcp¿s office was closed on mondays that meant the patient had to wait two and a half days. They put the patient on a fentanyl patch and ¿upped¿ their oral medications. On tuesday (B)(6) 2017 the patient¿s wife called the hcp¿s office to make an appointment and got the patient in that afternoon. Off they went another 90 miles and when they got there they checked the pump and it had stalled on (B)(6) 2017 ¿but no alarm again.¿ the pump stalled at ¿10 a.m. On friday so it had been off 100 hours¿ (note this is conflicting with the logs which showed that the motor stall occurred at 12:21.¿ it was stated that the patient found out that the manufacturer knew there was a problem with the larger pumps. When they checked the pump they also checked to see if the pump was on ¿the list for alarm failure¿ but it was not. The patient requested the manufacturer to give the nurse that took care of the patient and ¿anyone else¿ at the emergency facility a short course on how to operate the clinician programmer. It was noted that the patient could not get the information of the nurses that took care of the patient. The pump was replaced on (B)(6) 2017 and the manufacturer's representative was informed of these issues at that time. The manufactur ER's representative noted that they had given multiple in-services on the clinician programmer at the emergency facility that the patient talked about and had attempted to set up more. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-dec-22. It was reported that the pump was available for return and that the manufacturer's representative was waiting on more return boxes to arrive. The cause of the motor stalls and the patient not hearing an alarm were not determined and the patient¿s weight was unknown, per the manufacturer's representative. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump on 2017 (B)(6) revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted that the pump was programmed to have a reservoir volume of 2.1 ml, a low reservoir alarm was set to 2.0ml, and the pump was programmed to run at max rate. Analysis indicated that the audible alarm did sound when reservoir volume was 2.0 ml. Update: the previously applied conclusion code 92 is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.